Event description:
It was reported that two nc trek dilatation catheters were advanced to two target lesions in the tight right coronary artery that was moderately tortuous and heavily calcified: the 2.25x12 nc trek in the right posterio-lateral artery (rpla) and the 2.25x15 nc trek in the right posterior descending artery (rpda). Both trek balloons were successfully used to angioplasty the lesions. During removal of the 2.25x12 trek catheter, resistance was met and the proximal shaft broke outside of the body. There was no segment of the trek that remained in the body. The doctor thinks that the tuohy valve may have been too tight and subsequently caused a kink on the shaft, which led to the proximal shaft separation. The doctor then loosened the tuohy valve and the 2.25x15 trek catheter was removed from the patient without difficulty. Reportedly, the exact cause of the resistance met during removal is unknown as it may have been the patient anatomy, the tuohy valve, or the two trek catheters in the patient simultaneously. The procedure was completed as plain old balloon angioplasty. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.